Event description:
Customer heard the shower chair crack - location up near the top of the right rear leg. Seat substituted with 9785. No injury alleged.

Manufacturer narrative:
A 9785 bariatric shower chair was substituted as a replacement for immediate delivery.